Manufacturer narrative:
(B)(4).

Event description:
It was reported that when fluoroscopy was performed in preparation for generator change, externalized conductors were observed at the distal end of the lead. Lead was electrically stable. The physician elected not to prophylactically remove/replace the lead.